Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 30-jan-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The patient didn't know the dose or the concentration of the dilaudid at the time of the event, but she said she knew they were "micro dosing" at that time. The indication for pump use was non-malignant pain/other non-malignant pain. On (B)(6) 2019 the patient reported that sometime in 2007 her pump didn¿t mess up, but her catheter got infected and ¿attached¿ to her spine. She had been complaining of pain for 5 months in the center of her back where the catheter was, so an MRI was finally done. After the MRI, she got a phone call saying that she had to have surgery done because the catheter was infected. The catheter "stayed in" but the issue was fixed with surgery. She felt that the cause of the infection was related to the area not being cleaned properly before putting drug in. The issue resolved. No further complications were reported/anticipated.